Manufacturer narrative:
The user experienced hypoglycemia after filling tubing with insulin while remaining connected to the infusion set during a supply change. This behavior can result in unintended insulin delivery and is consistent with the reported bg decline requiring ems evaluation and emergency care. Engineering logs were not available at the time of review, but no device malfunction was alleged, and available information supports a use-related cause; a follow-up MDR will be filed if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
On 09-dec-2025 the reporter reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 56 mg/dl following filling tubing with insulin while connected via the infusion set and tubing during a supply change. The user was transported to the hospital by ems where the user was diagnosed in hypoglycemia and treated with oral glucose (e.g., juice, glucose tabs) and discharged (B)(6) 2025. No long-term health effects were reported.